Event description:
It was reported that the patient experienced frequent low blood glucose while using the ilet and, after discussing with their healthcare team, discontinued the device and returned to multiple daily injections; the device and unopened consumables were returned for credit. Symptoms included hypoglycemia. Outcomes included discontinuation of device use and return for credit processing. Investigation included a review of the complaint history and coordination with the field and shipping teams to confirm device receipt and process credit. Investigation of this case revealed no device alarms or alerts reported, no request for troubleshooting or additional training, and no device evaluation performed to date since the device was returned directly for credit. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.